Event description:
It was reported that during an afib procedure, the stockert generator was reading high impedances. Impedances were variable from 128 to 500 ohms. The higher impedance seemed to correlate to the roof of the left atrium. Valley lab e7506 indifferent electrodes were in use, placed on the patient's lower back. A splitter was in use to allow two valley lab electrodes. Removing the splitter did not affect the impedances. The cables, catheter connector, and catheter were changed with no effect on the impedance. The caller reports that moving the catheter over the same location would result in different impedances. Sometimes the roof of the left atrium would have an impedance of 150 other times over 300 to 500. This did not appear to correlate to catheter manipulation or deflection. It was recommended to place a new indifferent electrode higher on the patient's back as close to the left atrium as possible, paying particular attention to skin prep and not interfering with the other carto 3 patches. The physician was delivering ablations when the impedance was low enough to allow it. At a later time the bwi representative called back to report that the patient became hypotensive following the initial call. Intracardiac ultrasound was used to identify a pericardial effusion. A pericardiocentesis was performed and over 1 liter of blood was removed from the pericardial space. The patient was transferred to the operating room for further intervention. Multiple attempts were done to request for further details of the event and the patient's updated health status, however no additional information has been provided.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump, model #: m-5491-02, serial #: (B)(4). Stockert rf generator, model #:m-5463-01, serial #: (B)(4), lasso nav variable eco split catheter, model #: d-1343-01-s, lot #.: 15582386l. Soundstar 3d 10f-90 catheter, model #: m-5723-05, lot #.: s1067008. Regarding the stockert generator system, the bwi field service engineer was unable to duplicate problem. The tested unit with different impedance sources and no problem was found. Performed functional safety test; preventive maintenance. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4). The returned device was evaluated visually as well as for deflection and irrigation characteristics. The catheter was also tested for electrical performance, thermal sensor response and stockert generator compatibility. The catheter was found within specifications and passed these tests. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.